Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), when the clip was being unlocked, the clip arms would jump to the inverted position. The cds was re-prepped 5 times with the same result; therefore, the decision was made to not use the cds and replace the device. A new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a definitive cause for the reported clip actuation issue was unable to be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.